Event description:
(B)(6) 2023 informed that this ra lead was scheduled to be explanted due to noise and abnormal impedance. (B)(6) 2023 lead explanted.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. Setrox s 53 - sn (B)(6). The lead was found cut 46 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 21 cm proximal to the lead tip, which led to the observed clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against the rv lead under complaint. Furthermore, the fixation helix was found bent and stretched, which most likely resulted from the extraction procedure due to tensile stress. Linox td 65/18 - sn (B)(6). The lead was found cut 54.5 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 30 cm proximal to the lead tip. The damage probably resulted from severe mechanical stress due to constant friction against the ra lead under complaint. Furthermore, the insulation was found rubbed through 9 cm proximal to the lead tip. It is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the shock coils were found deformed, which most likely occurred during the extraction procedure due to tensile stress. The above-mentioned insulation damages of the rv and ra leads are assumed to be the root cause of the reported oversensing and abnormal impedance. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.